Manufacturer narrative:
Patient ID also reported as (B)(6). Investigation summary: investigation flow: damage. Visual inspection: the cannulated 4.0 mm hexagonal screwdriver shaft (p/n 314.23, lot # a4ed691) was received showing the distal tip broken off, the broken off fragment was returned. No other issues were identified with the returned components of the device. Dimensional inspection: drawing: cannulated 4.0 mm hexagonal screwdriver, feature: distal tip inner cannulation diameter (view a), specification: 2.9 mm +0.1/-0 mm, measured dimension: 2.94 mm, result: conforming, measurement device: gp29. Dimensional inspection of the distal tip fragment outer diameter could not be accurately conducted due to the oblique fracture pattern and post manufacturing damage / deformation. Document /specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Cannulated 4.0 mm hexagonal screwdriver. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the cannulated 4.0 mm hexagonal screwdriver shaft (p/n 314.23 ,lot # a4ed691) as the distal tip was broken off. While no definitive root cause could be determined, it is possible that the device encountered unintended / excessive forces and / or rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 314.23, synthes lot # a4ed691, supplier lot # na, release to warehouse date: oct 02, 1995, manufactured by synthes (B)(4). Device history review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 12, 2019, the cannulated hexagonal power screwdriver to the 6.5 mm cannulated screws broke at the tip during a pelvis reconstruction case. Also, the 2.5 hexagonal conical extractor was stripped during the poly trauma procedure. There were fragments generated from a broken device. There was no other required medical intervention. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown 6.5 mm cannulated screws (part# unknown, lot # unknown, quantity unknown). This is report 1 for 2 (B)(4).